Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost last year, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be esm, defective ic8. In consequence the hamilton-c2 esm modul, msp160206 was replaced, and no other failures were registered for this device sn8007. There was no patient or user harm.

Event description:
While this c2 was being used by the patient, the screen became completely dark and the operation became impossible. During this phenomenon, the patient was not injured because this c2 continued to ventilate. After that, as a result of examining the event log, te 246018 was recorded. I haven't been able to confirm the reproduction of this phenomenon, but can you judge it as a failure of ic8?